Event description:
A nurse reports that following lasek surgery on the left eye with customer hyperopia/astigmatism, this pt was over corrected by 4 diopters at 11 days post-op. Limited pt records have been provided and indicate the mrse os increased from .13 diopters pre-op to 1.25 diopters at the 3 week post-op exam. Additional info ahs been requested.